Event description:
It was reported that a patient's saturation dropped. This drop in saturation was noticed late, because the monitor had not given an alarm. The saturation clip on the ear had slipped and was stuck to the patient's pillow. But instead of a warning signal making me aware that the clip had slipped, the monitor continued to indicate 100% saturation. Only when the patient became bradycardic, the alarm for low heart rate appeared. No adverse patient impact was reported.

Manufacturer narrative:
Additional information was requested multiple times including clinical and technical details of the patient event, device logs and information regarding the involved accessories and if the device was tested, however no further information was received. Therefore, root cause could not be determined.

Manufacturer narrative:
A follow-up report will be submitted upon completion of this investigation.

Event description:
It was reported that a patient's saturation dropped. This drop in saturation was noticed late, because the monitor had not given an alarm. The saturation clip on the ear had slipped and was stuck to the patient's pillow. But instead of a warning signal making me aware that the clip had slipped, the monitor continued to indicate 100% saturation. Only when the patient became bradycardic, the alarm for low heart rate appeared. No adverse patient impact was reported.